Manufacturer narrative:
This report is submitted on october 04, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
It was reported that the patient is a nonuser of device and experienced periodic pain without device use. The patient was administered oral antibiotics in (B)(6) 2017 (exact date not reported) for a period of two weeks. The implanted device remains and the patient is being clinically managed by their health care provider.